Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs revealed a single occurrence of system fault (sf218) error message. The reported error message could not be reproduced during investigation. The investigation determined that error was most likely a transient fault indicating the device self-corrected with a device reset. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board error. There was no patient injury reported as a result of this incident.